Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the balloon catheter (subject device) could not be inflated inside the patient. Therefore contrast was inserted into the balloon, however it was found that the contrast was leaking at about 10 cm from the tip of the subject device. In addition, it was reported that resistance was felt when advancing the subject device into the sheath. No clinical consequences reported to the patient. No further information is available for now.

Manufacturer narrative:
Updated based on additional information received on 16-nov-2017. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter shaft was slightly wrinkled along its middle shaft length. No other anomalies were observed with the subject device. During the functioning test, the subject device was prepped per the dfu for balloon inflation testing. The balloon inflated and deflated as intended and no leaks were observed. Based on the information provided, it is likely that the wrinkles noted on the catheter shaft was caused by handling damage during the clinical procedure (advancement into introducer sheath). Because the introducer sheath used in the procedure was not returned, the root cause of the reported balloon or balloon catheter friction was undeterminable. Since the balloon inflated and deflated as intended and no leaks were observed during functional testing, the reported balloon failed to inflate and balloon catheter shaft leaked could not be confirmed. As a result, a cause of not confirmed was assigned to these reported issues. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During the procedure, it was reported that the balloon catheter (subject device) could not be inflated inside the patient. Therefore contrast was inserted into the balloon, however it was found that the contrast was leaking at the catheter lumen which was about 10cm from the tip of the subject device. In addition, it was reported that resistance was felt when advancing the subject device into the sheath. No clinical consequences reported to the patient.